Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap appendectomy procedure, the initial firing with a white cartridge was fine. The second firing was with a blue cartridge and it would not open. The device had to be cut out. Another device was used to complete the procedure. There was no pt consequence.